Manufacturer narrative:
The device was returned for analysis. However, the evaluation of the device is pending. Once the investigation is completed a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Event description:
On (B)(6) 2026, a healthcare professional reported that the appliance broke, with a fracture in the anchors. The patient's oral hygiene is excellent. The device was delivered to the patient on (B)(6) 2025. The incident occurred on an unknown date. The patient reported the issue on (B)(6) 2026. The patient discontinued the use of the device. The patient suffered no permanent harm/injury. The patient cleaned and stored the device as per the device's instructions for use. The appliance was replaced.